Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 24.7 mmol/l at the time of incident. Customer treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they performed the self test and able to passed the test. The reservoir will not be returned for analysis.